Event description:
End-user was hit by another a wheelchair and wheel has been wobbly ever since ((B)(4)). Since then, end user was coming up ramp in back of house flipped backwards causing injury and medical intervention, although end user faults ramp and not chair ((B)(4)). One week ago, end user flipped backwards when trying to get back up on sidewalk causing minor injury ((B)(4)). End-user also states the wheel locks are splitting ((B)(4)).